Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4). Provided the correct data investigation verbiage. "Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined."

Event description:
Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined.